Event description:
The technologist was positioning a pt for a scan when the table experienced an uncommanded downward motion. No death or serious injury has occurred and no malfunction has occurred which is likely to cause a death or serious injury.

Manufacturer narrative:
To date, the table has not been returned for eval. Upon receipt of table a thorough investigation will be conducted and an updated MDR will be submitted to the FDA. MDR submitted on 28-apr-09.